Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of perforation, as listed in the multi-link mini vision coronary stent systems instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the procedure was to treat the atrial septum. It should be noted that the IFU states: the multi-link mini vision rx and multi-link mini vision otw coronary stent systems are indicated for improving coronary luminal diameter in patients with abrupt or threatened abrupt closure with failed interventional therapy of de novo and restenotic native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency. Other events related to this article will be filed under a separate medwatch report number. Article attached: technical challenges of atrial septal stent placement in fetuses with hypoplastic left heart syndrome and intact atrial septum.

Event description:
It was reported through a research article identifying a multi-link mini vision stent that migrated during use. At 25 weeks gestational age, due to hypoplastic left heart syndrome, this fetus underwent attempted placement of a multi-link mini vision, in the atrial septum. During attempted deployment, the stent was malpositioned on the right atrial (ra) side of the septum, possibly as a result of failure to pass the balloon fully to the left atrial (la) side of the septum before retracting the cannula from the la to the ra. Upon wire removal, the stent embolized into the tricuspid valve, resulting in transient severe tricuspid regurgitation. A wire was immediately reintroduced through the cannula, and the stent was dislodged through the tricuspid valve and into the right ventricle, where it remained stably behind the anterior leaflet of the tricuspid valve. The tricuspid valve leaflet motion was normal once the stent was dislodged, and the tricuspid regurgitation resolved. Subsequent balloon atrial septoplasty was technically successful. During the procedure, the fetus experienced hemopericardium. Drainage was pursued. Additionally, during the procedure, the fetus became bradycardic which resolved without treatment. The baby was stable at birth. Details are listed in the attached article, titled: technical challenges of atrial septal stent placement in fetuses with hypoplastic left heart syndrome and intact atrial septum.